Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two large volume pump (lvp) modules were running. One was at a high rate, and the other one was at a lower rate, but the drip chambers above the pump seemed to reflect opposite speeds of infusion. The lvp rates seemed to be opposite of what was programmed for each lvp. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had unintended rate change was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two large volume pump (lvp) modules were running. One was at a high rate, and the other one was at a lower rate, but the drip chambers above the pump seemed to reflect opposite speeds of infusion. The lvp rates seemed to be opposite of what was programmed for each lvp. There was patient involvement, but the outcome is unknown.